Event description:
Country of complaint: (B)(6). Thread detached from needle very easily. Recently this problem occurs more and more. Due to this fact you cannot locate this failure to a batch number. It is a general problem. Please analysis.

Manufacturer narrative:
Manufacturing site investigation: samples received: 43 unopened race-packs. There are no previous complaints of this code batch. We manufactured and distributed (B)(4) units of this code batch, there are no units in stock. We have tested the needle attachment of the samples received and the results fulfill the requirements of the OEM. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill product requirements. Corrective/preventive actions: not applicable.